Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed two unknown brownish embedded foreign masses. The physical sample was sent for ftir testing but it was not possible as the foreign matter is embedded in the barrel¿s wall. Bd determined that the cause of the failure was associated with the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material#:309703, batch#: 5154059. Rcc received a complaint via email. Please find below a product complaint from customer. Friday an email was sent with the customer catalog/lot: this particular issue was observed in lot#: 5154059 for part: 309703. I wanted to bring a serious quality issue to your attention. During our testing process, we discovered two embedded particles in a filled syringe from a recent batch. As you can imagine, this is a critical defect for us, and unfortunately, it required us to reject the full lot of our finished product. I will be sending a formal supplier complaint with the full details shortly.